Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the targeting device (connection screw) could not be removed from the plate. The internal hex on the connection bolt was destroyed. A left turning extractor was tried. However, the extractor was broken and is still stuck in the internal hex. Afterwards, the surgeon had no other choice to cut the targeting device. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Visual examination: the targeting guide and the connection bolt were returned for investigation. The visual examination shows that a piece of the targeting guide was cut out . The reported event describes that the hexagonal connection on the connection bolt was destroyed and so the connection bolt could not be unscrewed from the targeting guide anymore. It was tried to unscrew the connection bolt using an extractor. The extractor was inserted in the hex of the connection bolt. Finally, the tip of the extractor was broken inside the hex of the connection bolt. Therefore, the hexagonal part of the connection bolt cannot be evaluated. As the user was not able to unscrew the connection bolt from the targeting guide a piece of the targeting guide was cut out. As the head of the connection bolt shows some damages it can be assumed that the user tried to unscrew the connection bolt with using a forceps. The thread on the connection bolt and also the inner thread of the targeting guide are not damaged and are still working as intended. Review of product documentation - in the inspection plan the hexagonal function of the connection bolt was inspected 100%. - the surgical technique describes the correct use of the connection bolt and targeting guide. Conclusion summary: the targeting guide and the connection bolt were returned for investigation. The reported event describes that the hexagonal connection on the connection bolt was destroyed so it could not be unscrewed from the targeting guide and the targeting guide could not be removed from the plate. The visual examination showed that a piece of the targeting guide had to be cut out. The broken pieces were not returned. Afterwards, it was possible to unscrew the connection bolt from targeting guide. It was reported that the hex was destroyed but it is unknown when and how this happened. It is not mentioned which screwdriver was used to unscrew the connection bolt. The surgical technique describes that the appropriate screwdriver has to be used to unscrew the connection bolt from the targeting guide. The connection bolt was manufactured in 2008, that means it was on the market for approx. 8 years. Zimmer instructions for care, cleaning, maintenance and sterilization state that instruments have to be visually inspected for completeness, damage and/or excessive wear. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The hex of the connection bolt was damaged and the function was not given anymore. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Where lot numbers were received for the devices, the device history record were reviewed and found to be conforming. The device was received, the investigation is ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that during the implantation of a ncb plate the bolt was not able to be removed from the plate. The targeting device had to be cut. The surgery was delayed for 45 minutes.